Manufacturer narrative:
One opened and used sensor was inspected and a solution test was performed. The sensor failed for no isig reading. A lab transmitter was ckecked for proper use and operation and the transmitter passed per specification. The sensor was damaged.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their sensor may not be calibrating correctly and had a bent cannula. Customer states that the device has been unable to calibrate their blood glucose levels correctly and was calling for assistance before bolus. Customer's blood glucose level was 6 mmol/l at time of reporting. Nothing further reported.